Manufacturer narrative:
Investigation is ongoing. When the results are available a supplemental report will be submitted. UDI (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that the sparks came from faulty wire. There was no injury. Power cable was replaced.

Manufacturer narrative:
The device inspection confirmed that the power cord was damaged. The part was replaced. Based on the collected information and post-market surveillance data the most likely cause of the damage could have been the incorrectly secured pump power cord. As a result, the cable may have been trapped by the bed¿s moving mechanism and damaged. The product instructions for use 526933en_14 states: "it is the responsibility of the caregiver to ensure that the user can use this product safely." "Make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas". The power cord was found to be damaged and from that perspective, the device did not meet performance specifications. There was no indication that any patient was involved when the issue occurred. No injury was reported. The complaint was assessed as reportable due to allegation about the sparks coming from the defective power cord.